Manufacturer narrative:
Corrected data: b5- left eye (os) should be corrected to right eye (od) . Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). The surgeon notes a possible lens explant/exchange for a smaller size lens. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.